Event description:
It was reported that a subject acquired instability of left tka. Subject was placed in brace in (B)(6) 2018; determination made in (B)(6) 2018 to revise insert.

Manufacturer narrative:
The associated journey ii cr insert was not returned for evaluation. A clinical evaluation noted that thorough medical assessment cannot be performed based on the limited information provided in the case report forms. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.